Event description:
It was reported that the patient's replacement ins hurt, so the hcp moved it deeper. The patient stated that she was thankful it wasn't painful, but noted that she was on pain pills about four times a day. The patient also experienced a loss of therapeutic effect, and stated that she was up five to six times a night, using a pad, and still having accidents. The patient was taking "bladder balance" during the day to help with symptoms. It was reported that the patient needed to have stimulation near 6.0v in order to feel it, and was currently at 5.6v on program 1, where she could feel stimulation a "little bit". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v001085, implanted: 2006 (B)(6), explanted: na; extension model 3095-10, serial# (B)(4), implanted: 2006 (B)(6), explanted: na; programmer, model 3037, serial# (B)(4).